Manufacturer narrative:
Eval summary: no devices or photos were received; therefore the condition of the components is unk. Surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Attempts have been made to obtain additional info; however, no info has been received to date. Pt factors that may affect the performance of the components such as age, bone quality, height/weight, type of activity (low impact vs high impact) and relevant med history are unk. Adherence to rehabilitation protocol is unk. Cause cannot be definitively determined. Review of the device history records was not possible as the product and lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer inc considers the investigation closed.

Manufacturer narrative:
This report is being amended to reflect changes in sections. This report will be amended when our investigation is complete.

Event description:
It is reported that the pt was revised due to a ceramic head breaking following minor trauma at work.

Manufacturer narrative:
This follow up report is being filed to relay additional information. Devices were evaluated and the reported event was not confirmed. The returned devices were examined and the stem was identified the stem as a competitor product, the liner exhibited extensive scratches, gouges and wear and the ceramic head was fractured into five pieces. Unable to perform a compatibility check based on provided information. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. The root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.